Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After intro-op planning and making all cuts for the mako tka, the system was showing 12 degrees of flexion contracture during trialing but the surgeon mentioned it looked straight. It was still tight all around so we took 1mm of tibia and during trialing the system showed 9 degrees of flexion contracture. Again he mentioned it looked straight. He asked for feedback about why the leg looked straight but the system was showing a flexion contracture.

Manufacturer narrative:
Follow-up #1 and final report submitted. An event regarding inaccurate ligament balancing during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 312 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding inaccurate ligament balancing. Three other reported events were found (B)(4). Conclusion: session data from the case was reviewed. Areas of investigation that could impact limb alignment included CT landmarks, implant plans, array shifts, and bone registration. The collected hip center landmark was identified as a potential cause of the alignment due to the nearly 20mm difference relative to the CT landmark. The data at this time shows that the mako robotic arm operated as expected. No system defect or malfunction is suspected.

Event description:
After intro-op planning and making all cuts for the mako tka, the system was showing 12 degrees of flexion contracture during trialing but the surgeon mentioned it looked straight. It was still tight all around so we took 1mm of tibia and during trialing the system showed 9 degrees of flexion contracture. Again he mentioned it looked straight. He asked for feedback about why the leg looked straight but the system was showing a flexion contracture.